Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/11/2020. Additional information: additional h3 investigation summary: it was received for analysis an empty opened foil, an empty folder and a needle-suture piece of product code z282h, lot mez016. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut by the use of a surgical instrument could be observed. In addition, body fluids along of strand were found. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mez016 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. During the suture of the tendon on a hand wound, a thread from the same lot has been used but it broke in the middle. Another like suture from the same lot has been used to complete the procedure. There were no patient consequences reported.